Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced three infusion set leaking at quick release events on (B)(6)2024. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3 e1: patient city: (B)(6) patient country: united states